Event description:
It was reported that after sterilization, it was noticed that the black plastic coating of the (...) Was flaking. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if add'l info is obtained.